Manufacturer narrative:
Updated fields: b4, d1, d4 (version or model, catalog, UDI), d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. Event site contact person details: (B)(6). The getinge field service engineer (fse) encountered the vacuum connector from compressor with a slight crack issue during the preventative maintenance (pm). Then the fse had replaced the pneu cmpnt nip .25 flow bulkhd - connection port which had resolved the vacuum issue. Then the fse had performed all the safety measurements. The unit had passed all the calibration, functional and safety tests which were being performed and passed. The unit was returned to the customer and cleared for the clinical use. The failure analysis and testing department received the defective part for further investigation. This part was received with a reported unit failure message of intermittent autofill failure. Performed visual inspection of this part received and found out vacuum fitting was broken. This probably cause of intermittent autofill failure. Due to broken vacuum fitting, the fat dept. Cannot be investigated further with cs300 test fixture. Retained vacuum fitting in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) had intermittent autofill failures. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Suspect device originally distributed as a cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
N/a.